Event description:
Reporter indicated that his wife was implanted with the vns therapy system, and that she could no longer feel normal or magnet-mode stimulations. He stated that she had seen her treating physician and he could not communicate with her pulse generator. A battery life calculated run using parameters from MFR database resulted in 0.23 years remaining until the elective replacement indicator should read yes, however, not all settings were available for calculation. The pt's generator was subsequently replaced due to battery end of service and returned to MFR for analysis. During analysis, the battery end of service condition was verified. Additionally, it was discovered that two transistors -q9 and q10- exhibited increasing current leakage when exposed to increasing temperature levels above ambient, it was further determined that this current leakage would have minimal impact on battery longevity.

Manufacturer narrative:
Conclusion: device malfunction occurred, but did not cause or contribute to a death or serious injury.